Event description:
I noticed a hairline crack immediately below the clear ring on my medtronic minimed 670g insulin infusion pump. I know there is a recall for cracks in the clear ring, but I did not consider the problem could be the pump cracking and not the ring. I called medtronic minimed and they replaced the pump for me. The problem I am reporting is medtronic minimed has not informed consumers that in addition to checking the clear ring for breakage, the body of the pump itself needs to be checked for hairline cracks near the clear ring as this too causes the clear ring to become loose. This is an important distinction. Medtronic minimed responded to my complaint by immediately overnighting a new pump to me. FDA safety report ID# (B)(4).